Event description:
It was reported that a clearlink system vented nitroglycerin set leaked from its ¿white bushing,¿ where the ¿softer tube¿ connects. The leak was described as solution "spraying out." This occurred during patient infusion of an unknown drug, while the device was attached to an unknown pump. It is unknown whether there was any patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation out of its pouch and primed. Visual inspection found that the top pump segment bushing appeared to be crimped. A functional test was then performed in which the device was spiked into an in-house 1000 ml solution bag, reprimed, and observed for leakage. This identified a leak from the outlet end of the top pump segment bushing. Initial evaluation confirmed the reported condition. A batch review will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The cause of the condition was not determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.